Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that when checking this pacemaker, episodes of noise was exhibited on the right atrial channel. The noise on the right atrial (ra) lead was picked up by the pacemaker. In addition, loss of capture was seen at maximum output in the bipolar configuration and provocation maneuvers reproduced noise when the patient lifted up their arms. The pace impedance measurements were high and out of range in the bipolar and unipolar configuration. The trend graph showed that the pace impedance measurements were out of range since february 2023 the same time as the lead safety switched to unipolar configuration, and the sensing had been inconsistent. It was confirmed that the patient did not experience any chest trauma. The device was reprogrammed to vvi, and an x-ray did not show any obvious lead fracture. The patient will be monitored and return in three months for another check. Additional information noted that a revision took place, and it was planned to surgically abandon the ra lead. The ra lead was surgically abandoned and left insitu. No additional adverse patient effects were reported.

Event description:
It was reported that when checking this pacemaker, episodes of noise was exhibited on the right atrial channel. The noise on the right atrial (ra) lead was picked up by the pacemaker. In addition, loss of capture was seen at maximum output in the bipolar configuration and provocation maneuvers reproduced noise when the patient lifted up their arms. The pace impedance measurements were high and out of range in the bipolar and unipolar configuration. The trend graph showed that the pace impedance measurements were out of range since (B)(6) 2023 the same time as the lead safety switched to unipolar configuration, and the sensing had been inconsistent. It was confirmed that the patient did not experience any chest trauma. The device was reprogrammed to vvi, and an x-ray did not show any obvious lead fracture. The patient will be monitored and return in three months for another check. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.